Event description:
It was reported that this pacemaker could not be interrogated remotely via latitude. The issue occurred shortly after implantation, and the patient presented with dizziness and a syncopal episode. Upon investigation, technical services determined that the device model and implant information were unavailable or unverified, which likely prevented successful remote transmission. The issue was attributed to setup or configuration delays, not to a device malfunction. The patient remained stable, and follow-up with the clinic was recommended to complete device registration and enable monitoring.